Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to verify the reported issue. The fse determined that the front end board was damaged. To fix the issue, the fse replaced the pcb, front end, rohs and loaded b.17 software. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit's front board red plug is not holding. There was no patient involvement, and no adverse event reported.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit's front board red plug is not holding. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to verify the reported issue. The fse determined that the front end board was damaged. To fix the issue, the fse replaced the pcb, front end, rohs and loaded b.17 software. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.